Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.

Event description:
It was reported that noise episodes were noted. The lead was explanted and replaced. The patient&#38112;condition is fine after the event.